Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by an equipment service center technician. The technician verified the reported problem due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. B4 - added missing UDI.

Event description:
The customer reported their xhibit central station (xcs) was overheatting and shutting down randomly. There was no patient or user harm associated with this event. The biomed reported that they believed the unit was overheating due to a faulty fan in the unit. A return authorization has been generated for the customer to send the unit in for evaluation and repair. At this time, the device has not been received. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.